Event description:
Segments were missing on the one touch basic meter. The patient received a 140 mg/dl and did not experience any symptoms at the time of testing. The patient took insulin after attempting to use the meter. The patient contacted a medical professional for phone advice. 30 minutes later the patient tested on an accucheck meter and received a 152 mg/dl. Customer service was unable to resolve the issue and sent the patient a replacement meter.